Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter end cap. The following information was provided by the initial reporter: "blood from the end cap."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter end cap. The following information was provided by the initial reporter: "blood from the end cap".

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and a sink mark was reported, and the affected cavity was scrapped. Based on the verbatim, the reported leakage was due to the hole at the luer cone tip of the end cap. A sink mark can occur if the air vent is choked during molding and hot air is trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. Based on the manufacturing cap usage records, cavity 49 (the affected cavity) was not assembled to the reported complaint batch. There are also no other cavities reported to have sink marks during the production of the end cap batches. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and a sink mark was reported, and the affected cavity was scrapped. Based on the verbatim, the reported leakage was due to the hole at the luer cone tip of the end cap. A sink mark can occur if the air vent is choked during molding and hot air is trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA 4710247 has been initiated to address this issue.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter end cap. The following information was provided by the initial reporter: "blood from the end cap".